Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, number 1 states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling." The following sections could not be completed with the limited information provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent initial total elbow arthroplasty on (B)(6) 2015. During the procedure, the impactor fractured. The impactor was able to be used to complete the procedure. Patient did not retain a foreign body and there was no delay in the procedure.